Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an ileum diverticular resection. There was a problem unloading the device. The device locked on tissue and needed to be forcefully removed. This resulted in a component breaking off the device, the sulu, it did not fall into the patient cavity. They opened another device to complete the case. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil clamping mechanism was deformed. The anvil was bowed. The tissue stop was broken and received separate from the loading unit. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Our instructions for use warn against the action that was taken. Replication of the bowed anvil and deformed anvil clamping feature may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Damage to the anvil by any of the previously mentioned methods may cause the tissue stops to begin to flare outwards as the anvil deforms. Replication of the tissue stop deformation may occur when the tissue stop catches on the trocar during removal, or if an attempt is made to remove the device while in the articulated position. Any forceful effort to remove the loading unit will result in the tissue stop being peeled distally and prevent the loading unit from being removed from the trocar. However, the investigation detected a secondary condition of tissue stop deformation that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.